Event description:
I used fixodent from (B)(6) 2007 - until 2011. In 2010, I began experiencing numbness, severe tingling in my fingers in (B)(6). It later spread in my lower right arm, "both" hands, lower right leg and bottom of feet. Had surgery on (B)(6) for what they thought would cure this, but it didn't. I have tingling yet still in both hands w/ very very little feeling, numbness, and in both feet (bottom). Dose or amount: denture cream, frequency: 2-3 daily, route: oral.